Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during a the priming process. The blood glucose reading was 400 mg/dl. There were no significant events leading to the alarm observed. Troubleshooting was conducted and they were able to complete the rewind sequence. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion and prime/compromised force sensor test. The unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had cracked case at display window corner and minor scratched lcd window.